Event description:
It was reported that during a ptca of the circumflex, the distal segment of the guide wire separated and remained in the distal portion of the vessel. The pt remained hemodynamically stable throughout the procedure and no pt sequelae was reportedly associated with this event. The decision was made to leave the wire in vivo, and there were no reported attempts to retrieve the wire fragment. The product is being retained by the hospital.

Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete information of the event and patient status from the hospital, field contact or distributor. Evaluation summary: the results of our investigative analysis, which included scanning electron microscopy, confirmed that the distal coils were separated and the core was fractured at the tip. The separated portion was not returned with the wire. Scanning electron microscopy determined that the shaping ribbon had fractured as a result of shear overload. This would indicate that the metal was properly formed, and when overloaded, it pulled apart rather than snapped or experience a brittle failure. Quality engineering could not determine the root cause of the overload from the information provided. Quality engineering concluded that the shaping ribbon appears to have fractured due to shear overload that exceeded the strength of the device. As part of co's quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bends, kinks to ensure proper device structure and integrity. Quality assurance will continue to monitor for this type of product performance issue. This MDR is considered closed by the quality assurance department.